Event description:
A patient service representative (psr) contacted zoll customer support before fitting a patient to report that the charger/modem would not power on. The patient was issued a functional charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the power supply connector was damaged. The cause of the inability to power on is the damaged connector. The root cause of the damaged power supply connector cannot be positively identified. No adverse event resulted from the defective power supply connector. The patient was issued a functional charger/modem.